Manufacturer narrative:
Component code: g03001. During the requested site visit, the field service engineer (fse) determined leaking sample buffer pump and replaced the 100ul buffer pump (rohs) (ln# 7-96343-02), which resolved the issue. A review of the architect, serial number (B)(6), service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the part. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the architect I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part (7-96343-02) revealed no trends or systemic issues. A review of the architect system operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue. Architect I system service and support manual contains adequate information for the removal and replacement of the listed parts. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr, (B)(6) or buffer pump (rohs).

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. Complete information for patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed(B)(6) architect anti-hcv results on one patient. The results provided were: initial results on architect (B)(4)/ repeated on (B)(6) 2021 on (B)(4)/ repeated on another site. On (B)(6) 2021 sid (B)(6) =(B)(6) /same specimen . Sid (B)(6)= (B)(6)/ another site=(B)(6). On (B)(6) 2021 repeated this patient on both instrument with same results. The customer performed comparison study on both instrument for troubleshooting purpose. There was no reported impact to patient management.